Event description:
Healthcare professional later reported that there was no rupture. The device has been explanted and replaced. This record will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted and replaced.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted and replaced.